Manufacturer narrative:
The customer reported that the bsm (bedside monitor) has a black screen. Customer says that the touchscreen works. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The inverter will need to be replaced. Inverter is currently out of stock. Once inverter is received the device will be repaired and returned to the customer. When the customer's device was received it was noted that the touch screen has minor damages and nihon kohden is unable to verify if touchscreen works until the inverter board is replaced. Currently waiting to receive inverter boards and will complete the repair and test device. Once the customer's device has been repaired and tested it will be returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) has a black screen. Customer says that the touchscreen works.

Manufacturer narrative:
The device related to this complaint was returned and evaluated. The customer complaint was confirmed and the cause of the malfunction was identified. After the inverter boards were in stock, device was repaired (inverter board, touch screen) and delivered to the customer.